Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report a blood leak inside of the orthopat machine and to request preventative maintenance. No donor or operator injury or reaction was reported. Upon evaluation of the device the reported problem was confirmed. Components which were contaminated and/or damaged were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm or injury was reported or allegedly associated with the issue identified in the service re cord. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). Haemonetics (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2009 to report a blood leak inside of the orthopat machine and to request preventative maintenance. No donor or operator injury or reaction was reported.